Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility reported that the 2008k2 machine had a flow issue deign a patient hemodialysis (hd) treatment. The patient was moved to another machine to finish treatment with no harm, no adverse event or injury. Upon follow, it was reported that the actuator and the power control board were burnt. The biomedical technician at the user facility stated that the machine repair is pending due to waiting on spare parts. Additional information has been requested.